Event description:
Per the clinic, the patient experienced poor performance and migration of the electrode, resulting in the decision to explant the device on (B)(6) 2018. It is unknown if there are plans to reimplant the patient with a new device as of the date of this report.